Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. Concomitant medical products and therapy dates: actis broach devices, (B)(6) 2019. The reporter¿s phone number and complete address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that a size 5 actis broach device post snapped off and was in the kincise broach-adapter device. It was further reported that the size 3 actis broach device sticks while in use with the kincise adapter. There was an eight-minute delay to the surgical procedure. It was not reported if a spare device was available for use. It was reported that all the pieces were retrieved from the patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the broach-adapter device and observed that a size 5 actis broach device post snapped off and was in the broach-adapter device, and a size 3 actis broach device sticks while in use with the adapter was confirmed. An assessment was performed and it was determined that the broach cannot be inserted into the adapter because it has a piece of a broach broken off inside. The cause of the broken off piece of a broach is due to side loading of the adapter during use. (User error). The assignable root cause was determined to be due to misuse, abuse and/or user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.